Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. Philips field service engineer (fse) visited onsite and confirmed the reported problem. After reviewing log, fse found malfunction of the pdu fan tray and dcps. Upon troubleshooting, fse found the main cabinet fan tray and power supply defective. To resolve the issue fse replaced the main cabinet fan tray and power supply and return the part for further analysis, and it showed that the fan tray interconnection board and power supply were found to be defective.philips also implanted the correction. After replacing the main cabinet fan tray and power supply, the system returned to use in good working order. The codes were updated based on the investigation outcome.